Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead. Without this functionality the need for therapy may not be able to be determined. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported intermittent issue. Physio-control replaced the therapy connector assembly; thereafter proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.